Manufacturer narrative:
Probalbe cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
Event: (cc# 97-00446) the iab was inserted into the pt on 4/15/97. On 4/18/97 after iabp for 90 hours, the dr had difficulty removing the iab from the pt. The contact stated that the iab was not entrapped and there was no clot when the iab was removed. A guidewire was inserted and the iab removed with difficulty. [Event complications]: none from the event - reported 4/23/97, 5/10/97. [Pt's status]: stable - rpt'd 4/23/97.